Event description:
This is filed for pericardial effusion of unknown cause requiring treatment, clip entanglement resulting in clip implantation on the chordae and patient death related to heart failure and cardiogenic shock. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation underwent a mitraclip procedure to treat degenerative mitral regurgitation grade 4 with challenging mitral valve leaflet anatomy and a very small heart. Pericardial effusion was noted at the beginning of the procedure and was thought to be long-standing. The cause of pericardial effusion was not known. Due to the small left atrium, the steerable guide catheter (sgc) needed to be in the right atrium and the clip was difficult to place on the leaflet. During leaflet grasping attempts, the clip became entangled in the chordae and could not be removed with standard troubleshooting maneuvers. The clip was deployed on the chordae with the p3 leaflet grasped in the clip. At the end of the procedure, pericardiocentesis of approximately 300 ml of blood was performed for the pericardial effusion. As a result of the effusion, the patient's blood pressure dropped, requiring an intra-aortic balloon pump for 24 hours. The blood pressure recovered quickly once the effusion was drained. On (B)(6) 2015, the patient expired due to right-sided heart failure and cardiogenic shock. No additional information was provided.

Event description:
Subsequent to the initial medwatch, the following information was received: an autopsy was not performed.

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Potential causes for the difficulty grasping both leaflets and the clip becoming caught on the chordae may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve or excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets and the clip getting caught on chordae may be influenced by morphology of the mitral valve, challenging anatomical conditions resulting in increased tension on the device, difficulties visualizing the clip during placement, unintended curves on the device, or excessive curves applied to the device by the user. The patient effects of pericardial effusion, hypotension, heart failure, cardiogenic shock and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.